Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and ultrabag therapy for peritoneal dialysis. At the time of this report, pd therapy was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis. The patient was treated with an unknown antibiotic via ip for 1 week, administered by the pdrn in the patient's manual bags. On an unreported date, the patient recovered from the peritonitis. Per the pdrn, the peritonitis resulted from contamination, specifically a hole in the patient's pd catheter. The pdrn considered the peritonitis to be unrelated to the dianeal solution or any baxter devices. No information was available as to the product name, manufacturer, product code, or lot number of the defect catheter involved in this event. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).